Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7076682, UDI#: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 374497, UDI: (B)(4).

Event description:
It was reported that the patient developed a wound at the back incision site and as the wound healed, the lead was pushed more superficial and had become visible. It was noted that the patient had a minor staphylococcus infection. There was no active infection and daily bandage change had been done by wound care.

Event description:
It was reported that the patient developed a wound at the back incision site and as the wound healed, the lead was pushed more superficial and had become visible. It was noted that the patient had a minor staphylococcus infection. There was no active infection and daily bandage change had been done by wound care. Additional information was received that the patient was administered with antibiotics.

Event description:
It was reported that the patient developed a wound at the back incision site and as the wound healed, the lead was pushed more superficial and had become visible. It was noted that the patient had a minor staphylococcus infection. There was no active infection and daily bandage change had been done by wound care. Additional information was received that the patient was administered with antibiotics. Additional information was received that the implantable pulse generator (ipg) was way out of position. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well upon follow-up. The explanted device components were not returned.